Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was pulled out too far, and it broke and now it cannot be shut. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, medical device serial and unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the ball bearing falling out and the right slide rail bent and broken. A field service engineer opened the back panel of auxiliary drawer 4 and proceeded to shut down the station. The full height auxiliary drawer 4 was released, and the drop-open mechanism on top of the auxiliary was extended. The broken slide rail was unscrewed and removed, and a new slide rail was installed. The drawer was then closed and reseated back into the auxiliary. After rebooting the station, user successfully recovered the failed storage space and tested the slide function to confirm that no issues remained. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was pulled out too far, and it broke and now it cannot be shut. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.